Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a lead revision procedure. Upon interrogation, the right atrial lead exhibited high frequency noise oversensing. The physician capped and replaced the right atrial lead and electively capped and replaced the left ventricular lead on (B)(6) 2020. The patient was in stable condition.